Manufacturer narrative:
Exact date unknown, event occurred in approximately few months ago.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned as per facility policy.